Event description:
The patient contacted animas on (B)(6) 2012, alleging that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive. The patient continues to wear the pump. There is no reported damage or moisture to the pump. The patient reportedly wore the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 device evaluation submitted (B)(4) 2012: the pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate the reported unresponsive keypad issue. All keys responded. The keypad was intact and was removed for investigation. Evidence of contamination was found under all key contacts. Unrelated to this complaint, a crack in the battery compartment was noted, the piston cap was noted to be missing from the cartridge compartment, and the display screen was pinkish with faded contrast. When replaced with a test screen, the display worked properly.